Manufacturer narrative:
Reflectance data from bottles (B)(4) were analyzed. The analysis algorithm ignores time points 1 through 6, while the bottles equilibrate in the instrument, and utilizes the next 7 time points (points 7 through 13) to compute a filtered value. Subsequent 7-point groups (e.g. Points 8 through 14, points 9 through 15, etc.) Are similarly filtered to compute smoothed data points used to assess curve slope and acceleration over time.the reflectance curve for bottle ID (B)(4), exhibits increasing (concave upward) slope as it exits the initial data collection phase at time point 13. The increasing slope is sustained sufficiently long to be detected at time point 22 and thus bottle, (B)(4), is flagged positive. In contrast, the reflectance curve for bottle ID, (B)(4), exhibits decreasing slope (concave downward) and never exhibits a sustained growth slope or acceleration sufficient to be detected. Once in the instrument under monitoring, the duration of the exponential phase for bottle (B)(4) is not sufficient to yield detection.conclusionthe analysis algorithm functioned as intended with the data available for bottles (B)(4). The portion of the exponential growth curve for bottle (B)(4) provided adequate data for a positive declaration. However, the portion of the exponential growth curve for bottle (B)(4) observable after it was loaded into the instrument did not provide enough data and was not sufficient to detect growth. It is important to note that in cases where the initial value threshold does not declare a bottle as positive, the analysis algorithm operates by observing changes in the reflectance data provided by the sensor. Positive declarations are then made by observing adequate contrast in these data over time, not by direct observation of the sensor color.

Event description:
On (B)(6) 2015 a customer reported a (B)(6) test result associated with the bact/alert 3d instrument. Upon unloading a partially incubated blood culture bottle, the customer noticed that the sensor had turned yellow, but the bottle did not flag positive. The customer did confirm a delay in entry into the bact/alert 3d system after collection of the sample. Further clarification from the customer revealed the patient was actually deceased prior to collection of the blood culture samples. The customer was questioned regarding the length of time after death before the samples were collected; however, they did not disclose that information. When requested to provide specific details regarding the incident, the customer indicated that the samples collected were post mortem samples. An investigation into the cause of the false negative event has been initiated by biomerieux.